Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance, and being unable to feel stimulation is not known. The cause of the programming to be wiped is also not known. Rep checked impedances, and sent analysis. Issue is ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient (pt) reported last night they were charging the implant and everything was working fine. They went to adjust the settings and are getting settings not available cannot provide desire intensity settings. Patient services specialist asked patient to unlock the controller and controller showed ins 100%, controller 100% charged. Patient service asked clarifying questions and patient said they have 3 groups and 1 program on each group and they get the same message on each program. Agent reviewed meaning of message and recommend patient consult with healthcare provider (hcp) office for next step. Patient stated they will contact manufacturer representative (rep). The issue was not resolved. Rep called with patient present in the clinic. Rep reports that the patient's neurostimulator was working normally, and as they were charging, their stimulation turned off. At that time, the patient was reported to have called their manufacturer team and was told their settings were out of range and they needed to see their rep. Patient saw a message stating "settings cannot be provided". Rep reports that the patient noted that when they were charging, they were near toy magnetic rocks. The patient denies any fall, stretching or trauma. Rep reports upon meeting with the patient today, when going to check the patient's impedances, 0-7 are normal and 8-15 are all red in the 38,000 ohms range. This is with a reference electrode of 0. With a reference of 8, electrode 9 states "do not use" and 10-15 are all in red. Rep states the other reference electrodes from 10 and higher show red impedances for 8-15. Reviewed programming on the remaining working lead. Rep states that is not the side where the patient needs the therapy. Rep reports she was able to increase the patient to 51ma, but the patient was unable to feel stimulation. Rep also states when this issue occurred, all programming was wiped from their ins. Rep asked for what may cause high impedances and all programming to stop. Advised rep to send the file. Email was sent for further review.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.